Manufacturer narrative:
Model number/catalog number: sc-2218-50e, serial number:(B)(4), batch/lot number: 14961016, model/catalog description: linear st trial lead kit 50 cm. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 15136360, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not getting sufficient pain relief. The patient underwent an explant procedure.